Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and were implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and due to post hysterectomy vaginal prolapse. It was reported that patient underwent a mesh revision on (B)(6) 2010 and (B)(6) 2011. On (B)(6) 2010 patient underwent a mesh revision with partial vaginectomy. No new/additional information was included.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent partial vaginectomy on (B)(6) 2010.

Manufacturer narrative:
G.5. PMA / 510(k) #: there is no given 510(k) for this device h.6: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 74659 with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. H3 other text : see h10